Manufacturer narrative:
The actual catheter involved in the incident is being retained by the risk management department and will not be returned to the manufacturer to be evaluated at this time, and the lot number remains unk. No further additional info is available from the risk manager at this time, pending internal investigation. The nature of the fracture could not be determined from the event description. Without the actual sample and a lot number a thorough eval could not be performed. No specific conclusions can be drawn. While no specific conclusions can be drawn regarding the reported incident, incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." There are no other reports of this nature against the reported catalog number. All available info has been forwarded to the actual manufacturer for further eval. If any further pertinent info becomes available, or the sample is received, a follow-up report will be filled. Additional info from the user facility: (B)(4); (B)(6). Model#: 332200, catalog#: ce18t, device available for eval? (B)(6).

Event description:
As reported by the user facility: discontinued epidural catheter without difficulty. Blue tip and 2 3/4" were missing from distal end of catheter. Additional info provided, the facility indicated the sample is being retained by the facility's risk management department and will not be returned for eval at this time. The lot number cannot be determined and remains unk. It was reported no further additional info is available at this time, indicating a new risk manager has been assigned since the incident was reported. The risk manager will get back with additional info after an internal investigation is performed.